Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed farfield r-wave or t-wave oversensing, resulting in a short atrial tachy response (atr) episode being recorded. No out of range measurements were noted. This pacemaker system remains in service. No adverse patient effects were reported.